Event description:
It was reported by the customer that the preloaded monofocal intraocular lens (iol), model diu150 was implanted into the patient's right eye (od). Incorrect diopter selected, resulting in poor distance vision and patient dissatisfaction. Location of implant for the od at 20 degrees. Lens was later explanted during a secondary surgical procedure. The patient outcome is unknown/not provided. The explanted lens was not kept. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) , 2025 and (B)(6) 2025. Section d6b: if explanted, give date: unknown; information was requested but not provided. Section e1: first name: unknown; information was not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.